Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Unknown date in 1996. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported that the patient underwent a total knee revision approximately nine years post operation due to collateral ligament instability. It was reported that there was no device issue. Attempts have been made and additional information on the reported event is unavailable.